Event description:
It was reported to philips that the device won't turn on. A philips authorized service personnel (asp) was dispatched to the customer site. The reported issue was confirmed and it was determined that the power pca needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the power pca. The power pca was replaced and the device passed operational testing. The device remains at the customer site and no further evaluation is required at this time. The power pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in a mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to the alleged failure. Upon conclusion of the evaluation, the power pca was found to be fully functional and the reported issue could not be verified or duplicated.

Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device will not turn on. There was no patient involvement.